Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure device had fallen out of her left tube") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural pain ("she had the essure device fitted without pain relief / it was excruciating pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("left with periods every other week really heavy"), polymenorrhoea ("left with periods every other week really heavy"), incontinence ("incontinence"), nerve injury ("pain in groin nerve damage") and groin pain ("pain in groin nerve damage"). The patient was treated with surgery (fallopian tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, procedural pain, menorrhagia, polymenorrhoea, incontinence, nerve injury and groin pain outcome was unknown. The reporter provided no causality assessment for device dislocation, groin pain, incontinence, menorrhagia, nerve injury, polymenorrhoea and procedural pain with essure. The reporter commented: after device was fitted she was in a lot of pain and was off work for a long period of time. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: essure device had fallen out of my left tube. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28_apr_2017 for the following meddra preferred term: 1. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-apr-2017: despite attempts for follow-up, no response received. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that the essure device had fallen out of her left tube. Her fallopian tubes were removed. The reported event, interpreted as device migration, is regarded as anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact date and mechanism of device migration are not known. Based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained despite attempts.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure device had fallen out of her left tube") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced procedural pain ("she had the essure device fitted without pain relief / it was excruciating pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("left with periods every other week really heavy"), polymenorrhoea ("left with periods every other week really heavy"), incontinence ("incontinence"), nerve injury ("pain in groin nerve damage") and groin pain ("pain in groin nerve damage"). The patient was treated with surgery (fallopian tubes removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, procedural pain, menorrhagia, polymenorrhoea, incontinence, nerve injury and groin pain outcome was unknown. The reporter provided no causality assessment for device dislocation, procedural pain, menorrhagia, polymenorrhoea, incontinence, nerve injury and groin pain with essure. The reporter commented: after device was fitted she was in a lot of pain and was off work for a long period of time. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: scan result was essure device had fallen out of my left tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-mar-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that the essure device had fallen out of her left tube. Her fallopian tubes were removed. The reported event, interpreted as device migration, is regarded as anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact date and mechanism of device migration are not known. Based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is being sought.